Event description:
The customer reported that he ran control tests with the contour next one meter and obtained readings of 151 mg/dl at 9:23 p.m., 219 mg/dl at 9:25 p.m. And 227 mg/dl at 9:32 p.m. The meter did not automatically mark it as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
As per the contour next control solution user manual, squeeze a small drop of solution onto a clean, non-absorbent surface. The customer did not follow this instruction. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section and a4 as the customer's weight was not provided.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house contour® next one meter with serial # (B)(6), in-house contour® next test strips from lot # 3fhec43a and in-house contour® next control solution from lot # 3bv2g17 were used for in-house testing in five replicates. All control tests were reproducible and fell within the control ranges of 113-141 mg/dl. The control results obtained with the in-house testing were properly marked as control results.